Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the procedure to upgrade to left bundle branch pacing the lead thresholds were noted to be too high and a suitable threshold could not be found. The lead implant and upgrade attempt was abandoned. No patient complications have been reported as a result of this event.